Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultralink meter read inaccurately erratic when performing consecutive blood tests. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that the alleged issue began on (B)(6) 2013, at 7:00 a. M. At an unspecified date/time, the patient stated she obtained blood glucose results of ¿178, 183, 213 mg/dl¿ with the subject meter performed greater than 20 minutes from each other. The patient manages her diabetes with an insulin pump. It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient reported, 45 minutes after the alleged issue occurred, she developed the symptom of ¿shaking¿. The patient reported, around the same time, she had more food/drink in response to these symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. No replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.